Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a plif at l5-s1, the threaded tip of the holding sleeve broke off and will not engage the polyaxial screws. The broken fragment was retrieved. Surgeon used another holding sleeve to complete the procedure with no further problems. There was no adverse effect to patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that approximately half of the first thread on the distal end of the holding sleeve is broken off. The remaining threads do not exhibit any damage. The tip could be inserted into and secured in a screw despite the missing portion of the thread. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. This condition is being addressed, and an internal corrective action has been opened to address this issue and is valid based on the number of complaints received for this condition.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.